Manufacturer narrative:
(B)(4). As the device was not returned, a complete evaluation could not be performed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The cause of the reported event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred on the homechoice after therapy. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient was not connected at the time of the alarm. The technical service representative arranged to swap the device and discussed the use of continuous ambulatory peritoneal dialysis with the patient. There was no patient injury or medical intervention reported. No additional information is available.